Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a front te pulse pin broken off inside the trunk cable connector. The root cause for the broken pin could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt's therapy electrodes were non-functional.